Event description:
Emergency medical techicians responded to a person who was discovered unresponsive in their bed, last seen alive 4 hours earlier. The device was powered on and connected to the pt with disposable defibrillation/ECG electrodes but, according to the reporter continued to alarm connect electrodes. The pads were pressed against the chest to remove the message and the analyze button pressed but, according to the reporter, the device again alarmed connect electrodes and would not analyze the pt's rhythm. Approximately 2 minutes later, the local county emergency medical technicians arrived with a manual defibrillator and transported the pt to the hosp, where they were pronounced. The reporter said one of the paramedics told them the pt was cold and down for a long time and wasn't a viable candidate for resuscitation.